Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhabs biomechanical overload, pain, swelling, mobility, early peri-implantitis.